Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion.

Event description:
It was reported that during a case using the cranialmap software, the virtual tip would move up and down before coming back to the original location on the skull.

Event description:
It was reported that during a case using the cranialmap software, the virtual tip would move up and down before coming back to the original location on the skull.